Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the device was intermittently activating when the buttons were being pressed. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device was returned in good physical condition. The device was tested with a gen04 and was functional. The hand activation assembly buttons worked as intended. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.